Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 480 mg/dl at the time of incident and the current blood glucose of the patient is 374 mg/dl. The customer experienced symptoms such as nausea and sweaty. Customer treated with manual injection. Troubleshooting was performed. Customer stated that they had back up plan. The product will not be returned for analysis.